Event description:
During a stenting treatment procedure, the wallstent was longer than anticipated. The expected length of the wallstent was 57 mm. The physician is of the opinion that it was actually 75 mm when fully deployed. No pt injury or complications were noted. No add'l info is available at this time.